Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the needle is breaking off from the suture in several sutures from the same batch. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide lot number -- rcbbbcs0. Events reported via: 2210968-2022-02300, 2210968-2022-02301, 2210968-2022-02302, 2210968-2022-02303, 2210968-2022-02306.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/22/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with nineteen packets of product code v2930 was returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related to no defects observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-02300, 2210968-2022-02301, 2210968-2022-02302, 2210968-2022-02303, 2210968-2022-02306, 2210968-2022-02307.